Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a gastrointestinal (gi) bleed. Two 2 millimeter angiodysplastic lesions with bleeding were found in the stomach. One was located in the antrum and the second in the fundus. For hemostasis, 2 hemostatic clips were successfully placed. Two small angiodysplastic lesions were also found in the cecum. Two additional hemostatic clips were placed to achieve homeostasis. One unit of packed red blood cells (prbcs) was given. Intravenous protonix (pantoprazole) twice a day was administered inpatient. The patient was discharged (B)(6) 2021 with instructions to take pantoprazole twice per day in addition to sandostatin (octreotide acetate) intramuscular monthly. International normalized ration (inr) goal range was adjusted to 1.4-1.6.